Event description:
It was reported that the keypad on the customer's insulin pump was not responding, after exposure to pool water. It was advised the customer discontinue use of the pump and revert to a back-up plan. His blood glucose level was 202 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had moisture damage on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).